Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) university. Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) unit had an automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) after arriving at the site on december 1, 2023, the machine safety disk test was performed and passed. The drive valve group test failed. The pneumatic test failed. It was initially determined that the drive valve group and 5000-hour maintenance kit need to be replaced. A quotation has been given to the hospital, and the hospital is waiting for notification of repair. After arriving at the site on april 24, 2024, after communicating with the hospital, due to the long service life of the machine and the high maintenance cost, the machine is no longer under maintenance and is scrapped.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a